Manufacturer narrative:
The reported event of insulation degradation was not confirmed. As received, a complete lead was returned in one piece for analysis. No degradation was noted on the lead. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an external insulation abrasion exposing the outer coil caused by friction to the device can noted at 13.8cm to 14.2cm from the connector pin, consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a competitor lead revision. During the procedure, after opening the pocket, degradation of the insulation was noted on the right atrial lead. No noise was noted on the lead and thresholds were appropriate. The physician explanted and replaced the lead. The patient was stable.